Event description:
It was reported that ten months after implant the patient developed endocarditis. Transesophageal echocardiogram (tee) showed small vegetation on defibrillating lead. The patient was admitted to the hospital and the implantable cardiac defibrillator (ICD) and leads remain in use at this time. The patient is enrolled in (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6935m62 lead, (B)(6) 2013; 439888 lead, (B)(6) 2013. (B)(4).